Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The 02 size products were found instead of 01 size product in the inner product pack. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation findings: photo investigation. Photo investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows one overwrap packet closed at different angles. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Testing of actual/suspected device: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open box with thirty-six unopened overwrap packaging that pertain to product code 8735h. In order to evaluate the condition of the overwraps packaging, it was found that one overwrap contains two primary packets. This is different than the requirements by this product code 8735h of one primary packet per overwrap packaging. In addition, in the rest of the overwrap packaging, no anomalies or issues related to incorrect quantity were found. Based on the information currently available, two primary packets in one overwrap package was identified during the investigation of the samples received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.